Event description:
It is reported that insulin pump has physical damage. Case and thread is broken. No further information provided.

Manufacturer narrative:
Unit had cracked battery tube threads and a severely scratched display window. No broken battery tube threads noted.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)